Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had sticky buttons and insulin pump not delivered insulin properly. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump buttons were harder to press. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected rewind/louder anomalies noted. Device primed properly. No unexpected failed battery alarm anomalies noted. Device was downloaded to care link pro properly and all bolus delivered were found at the carelink report. Device passed the delivery accuracy test. (B)(4).